Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, error codes related to the backlight and touchscreen were observed. Evt_ui_backlight_fail and evt_touchscreen_fail, therapy will still be provided based on current settings but will not be able to modify the settings. The display board and the display interface board cable were replaced to address the issue.